Event description:
The user reported that the forward and reverse buttons of the pump control did not function. There were no adverse consequences to the pt as a result of this event.

Event description:
The user reported that the forward and reverse buttons of the pump control did not function. There were no adverse consequences to the patient as a result of this event.